Event description:
It was reported by user during clinical use that the cardiosave intra aortic balloon pump (iabp) had autofill failure and gas loss alarm reported. There was no patient harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).